Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had several malfunctions of insulin pump. Customer reports that battery longevity was not as it used to be, no delivery when priming, at times, insulin "quirt" when priming, keypad anomaly, screen display dims more than normal when batteries are low, and insulin pump rewinds slower. Customer also reported a motor error. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence and clear alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no alarms were noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, no alarms occurred during testing. All of the buttons on the insulin pump functioned properly. No button error alarms and no moisture damage noted on the keypad traces. The keypad connector was fully locked. The device had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.